Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2208500, model: sc-2208-50, serial: (B)(6), batch: 200082/197380/189754/167344.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge, and the leads had migrated resulting to decreased coverage of painful areas. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.